Manufacturer narrative:
A replacement breast pump was sent to the customer and requested the defective breast pump be returned for evaluation. The product was received on (B)(6) 2014. Though the product has been received, it has not yet been tested/analyzed by quality engineering. Therefore, no conclusions can be made as to the cause of the event. On (B)(6) 2014, the clinical assessment stated the customer's mastitis infection is resolved. She has returned her pump to the store for a refund and has decided to stop breast feeding. Without report of continued symptoms, this issue is resolved with no permanent adverse effects to the customer. "Mastitis is usually a benign, self-limiting infection, with few consequences for suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." ["Breastfeeding and human lactation" ((B)(6))]. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4).

Event description:
On (B)(6) 2014, the customer reported her breast pump has low suction. During the clinical assessment on (B)(6) 2014, the customer stated she had a mastitis infection.